Event description:
Per the info provided to co by the physcian's office, the device was removed because it was 'persistently not working.' As reported to co, the pump and reservoir were removed and replaced, leaving the cylinders in place.